Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing. There were no report of inappropriate therapy as a result of the noise and oversensing. Subsequently, the patient underwent a revision procedure and this product was surgically capped and abandoned. A new lead was successfully placed. The physician alleged an insulation issue. No adverse patient effects were reported.